Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
The pacemaker was explanted due to an infection resulting in sepsis. The source of sepsis is unknown. The patient was treated with antibiotics and a new device will be implanted in the near future. The patient was pacemaker dependent and was stable.

Event description:
Further information was received indicating a non-abbott leadless pacemaker was implanted on (B)(6) 2021 to resolve the event. The patient was stable.